Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. Th e battery was sent to the vendor for further analysis. No anomaly was found that would cause premature depletion. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device had reached eri after 29 months. Premature battery depletion suspected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.